Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing noise. Office testing found noise in all sensing vectors. The doctor elected to explant and replace both the pulse generator and the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified kink in the electrode body in the region approximately 160mm from the terminal pin. An x-ray shows the sense a and high voltage cables have fractured filars in and around the area approximately 25mm from the terminal pin. An x-ray shows multiple filars of the sense a cable are fractured in the area approximately 253 mm from the terminal pin. Another fracture was observed on the sense a cable at approximately 263 mm from the terminal end (area of kink/curve in electrode). The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing noise. Office testing found noise in all sensing vectors. The doctor elected to explant and replace both the pulse generator and the electrode. There were no additional adverse patient effects.